Manufacturer narrative:
(B)(4). Result: (endoleak). Result/conclusion: (disease progression; neck dilatation; type 2 endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx five years ago. Aneurysm and vessel morphology at the time of implant are unk. Currently, the aneurysm has expanded from 5.6 cm in diameter to 6.3 cm in diameter. The vessel morphology was reported as disease progression with aortic neck dilatation. The recent CT demonstrated that there was a type I endoleak and a type ii endoleak present. The physician performed a lumbar puncture, injected coils in the lumbar and in the aneurysm sac to treat the type ii endoleak. The physician thought there may have been a type iii endoleak, (fabric); however, after further investigation with an angiogram, there was not a type iii endoleak. The physician believes it must have been the type ii endoleak. The pt was treated with the placement of an aneurx aortic cuff and the type I endoleak was resolved. The physician also implanted an endurant iliac limb inside of the ipsilateral limb as a prophylactic measure. No additional clinical sequelae were reported and the pt is fine.